Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and pressure testing were performed with no issue noted. Functional testing was performed and then the set was primed with no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set was leaking. All the connections were secure and blood was dripping where the purple adapter connects to the tubing. There was less than one millimeter of blood loss; however, there was no patient injury or medical intervention associated with this event. No additional information is available.